Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
The clip cant close completely. There were no patient consequences. No damage.

Manufacturer narrative:
(B)(4). Batch # r92191. Device analysis: the analysis results found that the instrument  er420 was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 16 clips as intended; however, the trigger was hard to squeeze and the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the trigger was found to be broken and the latch posts were found to be broken causing the lockout failure. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.